Event description:
The hospital reported that during an endovascular vessel harvesting, vasoview hemopro 2 had a small piece of black silicone seen in the tunnel. It is not clear whether this remained in the leg. The tunnel was bloody but was pressed empty (and therefore possibly a particle was removed). It is unknown how much blood was lost. The procedure was completed with the same device. There was a procedural delay. Patient is being monitored for a possible infection. There was no patient harm.

Manufacturer narrative:
Tw ID# (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. The lot number and exp date have not been provided as the device was discarded. Therefore, the production identifier fields are not available.

Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). A lot history record review was completed for lots 3000416338, 3000414849, and 3000413832 the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the last 3 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.